Event description:
It was reported by a nurse practitioner that after a coronary drug eluting stenting treatment procedure, a hypersenstivity reaction may have occurred. In 2005 the patient had a taxus express2 drug eluting stent implanted. One week after the implantation the patient experienced muscle aches and rashes on hands and feet. An allergist was consulted. The patient was taken off plavix and the patient symptoms started to disapear. It is noted that allergist believed the cause of the symptoms was plavix and not the stent. Patient satus is reported as "fine".